Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On site investigation was preformed by the field representative. The issue was reproduced upon inspection as both system monitors displayed 'no input detected'. Several attempts were made to restore functionality which included re-seating all cables, checking the computer fan, bypassing the video splitter and rebooting the system, but none of them resolved the problem. Replacement of the system computer resolved the issue. No further issues were reported. Analysis of the returned computer could not confirm any failure as it operated within specs, passed all tests without any issues. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system's monitor displayed 'no signal' upon boot up. It booted up normally following a hard shutdown. There was no patient present when this issue was identified.